Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was ins depletion. Depletion of the battery occurred within two years. Parameters were noted as: 420 microseconds pulse width, 50 hertz rate, and 7 milliamperes intensity with positive polarity on electrodes 4 and 7, and negative polarity on electrodes 5 and 6. There was no high impedance on the lead. No interventions were taken as they were waiting for a credit note to implant a rechargeable system. The issue was not resolved. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. It was reported that the battery longevity calculator was not used because the patient had a previous model ins that they used for more than two years with the same settings. The hcp was not aware that the ins would last less than two years. They thought it would last more than two years like the previous model. The battery depletion rate was considered abnormal.the patient did not experience any falls, accidents, et cetera that may have contributed to an issue with the system. It was noted that this information was confirmed/provided by the hcp.